Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: shut down randomly during cases. Probable root cause: cables, connectors, sources, or sinks. Capture card, motherboard, power supply sdc firmware. Over-heating (air duct, fans, heat sinks, dust, vents). Sdc application software [cor, ip], clarity package clarity algorithm. Manufacturing defects (process, workmanship) . Use error (10-40, 170-190, 210, 250, 290, 370, 420, 460, 500, 510). Cybersecurity teleconferencing/calls/video streaming. Esp software . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.